Event description:
It was reported that the catheter showed partial damage at approximately 9 cm, and the patient experienced referred pain and leakage from the insertion site during use. The catheter had been inserted on (B)(6) 2025. The fixation method used with the catheter was griplock. The hematology staff reported that the catheter was successfully removed, and no new catheter was inserted following the event. The facility indicated that the incident did not cause a clinically significant delay in treatment and that no critical issues were reported by the department. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.